Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and open. There was no alleged device malfunction contributing to the irritation. The patients doctor recommended to remove the lifevest from time to time due to the irritation. The patient also used antibacterial soap. The irritation improved.